Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended.

Manufacturer narrative:
(B)(4). All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was noted to have no telemetry and no pacing output. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Additional information was received from the field representative indicating this patient does not wish to received a new device at this time. The device remains implanted. If further information becomes available this report will be updated.

Event description:
The patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was noted that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It as also found that the device was in storage mode. Subsequently the device was explanted. No additional adverse patient effects were reported.